Event description:
The surgery was delayed approximately 4 minutes in order to position the implant successfully. The surgeon expressed concern that the product was not normal. The patient suffered no il effect.

Manufacturer narrative:
(B) (6), dr.(B) (6), user & facility both located outside USA. Anchor successfully implanted in patient. It has been determined that this lot of product was manufactured with the positioning suture of the wrong side of the implant. Although his may cause surgeons to encounter a slightly difficult time passing the anchor through the femoral tunnel and/or getting it to deploy, it would have effect upon the patient, nor would it compromise the strength of the implant.